Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtml). The system was verified and ready for use. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced repeatedly loose connection on both left master tool manipulator (mtm) control on the main surgeon side console (ssc), especially when rotating the instrument. There was no reported injury.